Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the blood glucose levels rising around (B)(6) 2017 and (B)(6) 2017. The customer tried changing the site and insulin. The customer states some no delivery alarms in the past. The customer did not troubleshoot the issue the call was disconnected. The insulin pump will not be returned.